Event description:
Medics were attempting to defibrillate a patient (age and gender unknown) but upon the delivery of the second shock, a loud noise was heard from within the device and then a "defib fault 78" message was observed. The medics had successfully administered a 120-joule shock to the patient and charged the device a second time to 150 joules. When the 'shock' button was pressed the device appeared to deliver the energy to the patient however, a loud noise was simultaneously heard from the unit. The device then issued a "defib fault 78" message and would not charge energy. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.